Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ essure rod, it appears that it migrated high into the endometrial cavity/right cornua') in an adult female patient who had essure (batch no. 12392801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and device deployment issue "complication during insertion:equipment failure requiring a return to or and second attempt for placement". The patient's medical history included pap smear abnormal in 2013. Concurrent conditions included herpes labialis, hypertension, fibroids and nabothian cyst. Concomitant products included cetirizine hydrochloride (zyrtec), dicycloverine (dicyclomine), ethinylestradiol;levonorgestrel (aviane), hydrochlorothiazide, hydrocodone, lisinopril, omeprazole (prilosec), ondansetron, paracetamol (acetaminophen), promethazine and valaciclovir hydrochloride (valtrex). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia heavy menstrual bleeding"), nausea ("nausea"), vaginal haemorrhage ("vaginal bleeding") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomyfull),salpingectomy(bilateral)). Essure was removed on 10-dec-2018. At the time of the report, the device expulsion, pelvic pain, abdominal pain, nausea, vaginal haemorrhage and dyspareunia outcome was unknown and the dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: device deployed and noted to have 13 coils present extending into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2009: hemoglobin 11.9, low. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: event outcome of menorrhagia and dysmenorrhea was updated as recovered / resolved. Event s added- vaginal bleeding, complication during insertion: equipment failure requiring a return to or and second attempt for placement and dyspareunia. Device dislocation updated to device expulsion. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('migration/ essure rod, it appears that it migrated high into the endometrial cavity/right cornua'). In an adult female patient who had essure (batch no. 12392801), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo confirmation test". And device deployment issue "complication during insertion: equipment failure requiring a return to or and second attempt for placement". The patient's medical history included: pap smear abnormal in 2013. Concurrent conditions included: herpes labialis, hypertension, fibroids and nabothian cyst. Concomitant products included: cetirizine hydrochloride (zyrtec), dicycloverine (dicyclomine), ethinylestradiol; levonorgestrel (aviane), hydrochlorothiazide, hydrocodone, lisinopril, omeprazole (prilosec), ondansetron, paracetamol (acetaminophen), promethazine and valaciclovir hydrochloride (valtrex). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), nausea ("nausea"), vaginal haemorrhage ("vaginal bleeding") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, abdominal pain, nausea, vaginal haemorrhage and dyspareunia outcome was unknown. And the dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: device deployed and noted, to have 13 coils present extending into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2009, hemoglobin 11.9, low. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, abdominal pain. Lot number#: 12392801, manufacturing date: 2009-03, expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and nausea ("nausea"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and nausea outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, nausea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), migration, nausea, she did not undergo confirmation test. Reporter information, essure insertion and removal date were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ essure rod, it appears that it migrated high into the endometrial cavity') in an adult female patient who had essure (batch no. 12392801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included pap smear abnormal in 2013. Concurrent conditions included herpes labialis, hypertension, fibroids and nabothian cyst. Concomitant products included cetirizine hydrochloride (zyrtec), dicycloverin (dicyclomine), ethinylestradiol;levonorgestrel (aviane), hydrochlorothiazide, hydrocodone, lisinopril, omeprazole (prilosec), ondansetron, paracetamol (acetaminophen), promethazine and valaciclovir hydrochloride (valtrex). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and nausea ("nausea"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and nausea outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: device deployed and noted to have 13 coils present extending into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2009: hemoglobin 11.9, low. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs +mr received. Lot number was added. Lab data, reporters, concomitant drugs, concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.